Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to the lab. Pt got a stroke; his inratio inr results at the time were within his therapeutic range (2.0-3.0). Pt does not have specific data available. Pt was hospitalized; pt started taking heparin during hospitalization. Compared again 6 hours later.